Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery not charging) has been confirmed. Upon investigation the battery charger was unable to charge a battery pack. The cause for the failure was isolated to a contaminated battery board. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the contamination. The pt received a replacement battery charger/modem.

Event description:
The nurse of a (B)(6) old male pt called zoll customer support to report that the pt's batteries were not charging properly. The pt was issued a replacement battery charger/modem.